Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting rapidly which led to a pump shutdown. The customer¿s blood glucose was between 180-380 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.